Manufacturer narrative:
Device passed the displacement test. And self-test. All buttons functioning properly. No damage in the keypad assembly noted. Device received with cracked keypad overlay at select button and fading serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the piston of insulin pump was getting stuck button alarm. Customer stated they did not press a button down for 3 minutes or longer. Customer reported that the insulin pump not exposed to a change in altitude. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.